Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s new pain, hematoma, and difficulty standing is unknown. The rep stated that the lead was implanted and explanted on (B)(6) 2018. The rep inquired to the clinic about the cause and resolution of the issue, but they have not received any feedback at this time. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial (B)(4), product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot (B)(4), ubd: 09-feb-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient was starting a trial, after programming and what seemed like a great start to the trial the patient started to complain of a new pain. Eventually the patient was having difficulty standing. The rep was notified that they pulled the leads and the patient was going for an MRI which showed a hematoma and the patient was sent to the hospital by ambulance. This happened during the post opt recovery following placement of trial leads. The MRI was done by the clinic after pulling the leads. The rep also mentioned there was not an issue of the lead, and the patient just had an adverse event. No further complications were reported. No additional patient symptoms were reported.